Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a robotic assisted laparoscopic myomectomy on (B)(6) 2013 in which a karl storz morcellator was used, and a high grade leiomyosarcoma was identified right after. A total open hysterectomy and total abdominal pelvic wash was performed on (B)(6) 2013. The patient has since undergone multiple chemotherapy treatments and additional surgical interventions.